Event description:
It was reported that there was an overload fault followed by intermittent generator errors. The system shuts down when this occurs. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive board was replaced during the service call. The system was tested and found to be working as intended and put back into service.